Event description:
The product was used during the removal of hardware from the heel. Reportedly, two weeks post-operatively the wound was infected. The surgeon prescribed antibotics for the pt. The hosp has reported the pt's condition is satisfactory.